Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).

Event description:
The reporter stated that an aq2015a silicone three piece lens, -24.5 diopter, was returned because it was open but not used. The reporter stated that the cause of the damage to the lens is unknown.

Manufacturer narrative:
Lens was returned dry, in lens case. Visual inspection found the optic torn and dry clear residue on the lens surface. (B)(4).